Manufacturer narrative:
Corrected data: b5: anisocoria was also reported. H6: health effect clinical code: 4581 - anisocoria. Claim#: (B)(4).

Event description:
An case report was published in int ophthalmol in the year 2017; titled: "vertical implantable collamer lens (icl) rotation for the management of high vault due to lens oversizing." It reports an excessive vault and lens repositioned 90 degrees to a vertical orientation. The outcome was favorable. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).